Event description:
It was reported that one day post implant, the right ventricular (rv) lead had a high pacing capture threshold and a lead dislodgment was suspected. During the lead revision, the set screw of the device for the rv lead came all the way out of and through the grommet of the device. The device was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.